Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a procedure took place approximately 3 years prior to (B)(6) 2013 to treat a midshaft humeral fracture. The plate broke along with one screw. The surgeon decided to revise the case. The screws and broken plate were removed. The patient¿s non-united fracture was treated with a multiloc humeral nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device implanted approximately 3 years prior to event. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the examination of the raw-material inspection sheets of the suppliers and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The materials are in compliance with the international standards. The dimensions were checked and found to be in compliance with the technical drawings of the producer and ao/asif specifications. Based on the topography of the fracture surface we assume that the implants were subjected to a moderate dynamic loads. Constantly alternating loads over a long period of time led to the fatigue of material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led do the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Corrected data: corrected complaint number (B)(4). Added manufacturer name. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a procedure took place approximately 3 years prior to (B)(6) 2013 to treat a midshaft humeral fracture. The plate broke along with one screw. The surgeon decided to revise the case. The screws and broken plate were removed. The patient's non-united fracture was treated with a multiloc humeral nail. This is report 1 of 2 for (B)(4).